Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the removal of the hi-torque bmw universal guide wire, the tip of the guide wire separated and stuck in the right coronary artery. The guide wire tip was snared and removed from the patient¿s anatomy. Reportedly, there was no resistance noted during advancement and withdrawal of the guide wire. The physician thought that there was a loop of wire in the aorta for a while and perhaps the repeat translational forces of the wire caused it to shear - on the main body of the wire not the radio-opaque portion. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. The reported prolapse was unable to be confirmed due to the separation and the distal part of the separation not returning. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported material separations and prolapsed guide wire appear to be related to operational circumstances of the procedure. In this case, based on the reported information, it is likely that during the procedure, the tip of the guide wire looped or prolapsed. Manipulation and handling ultimately resulted in the guide wire separation. Additionally, the reported treatments appear to be related to the operational circumstances of the procedure as the separated guide wire tip was snared and removed from the patient¿s anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.